Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open discectomy procedure, when the surgeon used the suturing device, it feels too much friction and does not tie down well. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.